Event description:
It was reported the right ventricular (rv) lead was capped and replaced due to improper ventricular sensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID d154vrc implantable cardioverter defibrillator implanted: (B)(6) 2007. (B)(4).